Manufacturer narrative:
No additional information was given by the account. Observed the returned instrument to be broken near the bend in the tip. The thickness of the tip is within specification of .005+/.002 with the actual dimensions of .007. Tip is extremely delicate in nature. Product was observed underneath a microscope. There was no indication of oxidation at the break which would indicate a crack prior to fracture. Additionally, under the microscope, the product seemed very straight, no twisting was noted which would indicate undue stresses placed on the instrument. The lot identification indicates a 1997 date of manufacture. A historical complaint review was performed from 1/93/ to present and no other similar complaints have been received. Called the customer on 1/8/98 and 1/12/98 to ask for permission to destroy instrument. The customer did not return the phone calls. Cannot readily determine cause of complaint.

Event description:
Account reported that the tip of the dissector fractured off in the pt's ear during a procedure. Pt taken to x-ray, x-ray did not show instrument tip in pt's ear.